Event description:
It was reported that after increasing ventricular output at the time of loss of capture, battery depletion was noted. Device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that after increasing ventricular output at the time of loss of capture, battery depletion was noted. Device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found it was reported that after increasing ventricular output at the time of loss of capture, battery depletion was noted. Device was explanted. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to premature eri (elective replacement indicator).